Event description:
It was reported an event occurred on (B)(6) 2025 where an IV line running continuous dextrose 10% had infiltrated and was running at 24ml/hr instead of the ordered 4.2ml/hr, while the volume to be infused was set at 127ml. It was noted that from (B)(6) 2025 1046- (B)(6) 2025 0812, 123.0 ml infused over 77,110 seconds (21.4 hours). During time period of erroneous rate of 24 ml/hr ((B)(6) 2025 0631-0812), 35.5 ml over 6,058 seconds (1.68 hours). Per attached alaris pump infusion details report o dextrose 10% guardrails, pre-population programming infusion was started on (B)(6) 2025 10:43:38 am running at 5.5 ml/hr o rate decreased to 4.2 ml/hr at (B)(6) 2025 2:37:32 pm o infusion running at 4.2 ml/hr stopped at (B)(6) 2025 6:31:04 am o infusion restarted at (B)(6) 2025 6:31:05 am running at 24 ml/hr it was also noted that there was a transient increase in blood glucose. Dextrose 10% fluid was discontinued and the tube feeds increased. The customer noted that other than discontinuing dextrose 10% infusion, there were no other interventions. The patient's highest blood glucose was 187, but then blood glucose normalized quickly. Upon unofficial initial review of the logs from manufacturer interoperability consultant, it was noted that clinician intended to program the rate of 2.4ml however may have inadvertently omitted the decimal point please note: the alaris device is neither designed or intended to detect infiltrations.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the programming error was confirmed based on the log review, although the suspect devices were not returned for this investigation. No suspect device was returned for this investigation; therebefore, external and internal inspection could not be performed. Laboratory testing could not be performed; the incident device was not received for this investigation. A review of the pcu or pump module error logs could not be performed due to only the event logs being shared. The dataset named provinterop (B)(6) 2025.gre was provided by the facility to bd. A review of the pcu event log, prior to the reported event date, identified an infusion programming from (B)(6) 2025 to (B)(6) 2025. On august 27 at 10:46 am a remote IV message was received with the following infusion information: infusion type: im fluid, rate: 5.5 ml/h, and a volume to be infused (vtbi): 250 ml. Infusion was started with a primary volume infused (pvi): 353.963 ml (from previous infusions programmed). From 10:59 am to 2:12 pm the pump alarmed three (3) times occluded patient side. The infusion was restarted with a pvi of 372.649 ml. At 2:37 pm the rate was updated by user to 4.2 ml/h. From 4:23 pm to 8:41 pm the pump alarmed four (4) times occluded patient side. The infusion was restarted with a pvi of 400.027 ml. On august 28 at 6:31 am the rate was updated by user to 24 ml/h. The volume infused was cleared, with a captured pvi of 441.455 ml. Infusion started. At 8:00 am the infusion was paused. At 8:12 am the unit was channeled off, capturing a total volume infused of 35.553 ml. The bd alaris¿ system with guardrails ¿ suite mx user manual states warnings and cautions about the use of the devices: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the programming error was confirmed based on the log review. The suspect devices were not returned for this investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an event occurred on (B)(6) 2025 where an IV line running continuous dextrose 10% had infiltrated and was running at 24ml/hr instead of the ordered 4.2ml/hr, while the volume to be infused was set at 127ml. It was noted that from (B)(6) 2025 (B)(6) 2025 0812, 123.0 ml infused over 77,110 seconds (21.4 hours). During time period of erroneous rate of 24 ml/hr (B)(6) 2025 0631-0812), 35.5 ml over 6,058 seconds (1.68 hours). Per attached alaris pump infusion details report o dextrose 10% guardrails, pre-population programming infusion was started on (B)(6) 2025 10:43:38 am running at 5.5 ml/hr o rate decreased to 4.2 ml/hr at (B)(6) 2025 2:37:32 pm o infusion running at 4.2 ml/hr stopped at (B)(6) 2025 6:31:04 am o infusion restarted at (B)(6) 2025 6:31:05 am running at 24 ml/hr it was also noted that there was a transient increase in blood glucose. Dextrose 10% fluid was discontinued and the tube feeds increased. The customer noted that other than discontinuing dextrose 10% infusion, there were no other interventions. The patient's highest blood glucose was 187, but then blood glucose normalized quickly. Upon unofficial initial review of the logs from manufacturer interoperability consultant it was noted that clinician intended to program the rate of 2.4ml however may have inadvertently omitted the decimal point please note: the alaris device is neither designed or intended to detect infiltrations.